Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: previously reported event -"physical injuries" replaced with "persistent pelvic pain", event- menstrual issues, product information added from summon received. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in a 36-year-old female patient who had essure (batch no. 626811) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included gardnerella vaginalis vaginitis. Concurrent conditions included endometriosis and adenomyosis. Concomitant products included ibuprofen (advil) since (B)(6) 2009 and ibuprofen since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 10 months 18 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, nausea, dysmenorrhoea and back pain had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in a 36-year-old female patient who had essure (batch no. 626811) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included gardnerella vaginalis vaginitis. Concurrent conditions included endometriosis and adenomyosis. Concomitant products included ibuprofen (advil) since february 2009 and ibuprofen since february 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 10 months 18 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and depression ("depression"). In january 2010, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, nausea, dysmenorrhoea and back pain had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 29-aug-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Concomitant medications added. Essure removal date (29-jan-2016) added. Lot number (626811) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mental anguish, depression, migraines, headaches, nausea, dysmenorrhea (cramping), lower back pain and the patient did not undergo essure confirmation test added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure (batch no. 626811) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included gardnerella vaginalis vaginitis and abortion (2 abortions). Concurrent conditions included endometriosis and adenomyosis. Concomitant products included ibuprofen since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"), 10 months 14 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish"), depression ("depression") and abdominal pain ("pain pelvic and abdominal area"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, back pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2019: pfs received: events abdominal pain & genital bleeding were added. Event outcome & treatment drug was added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.